Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labral refixation surgery with knotless fibertak anchors the tip of the device broke off inside the patient. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 25-jul-2024: it was confirmed that the tip of the inserter broke.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3636 serial/batch number (B)(6) was received for investigation. Visual evaluation noted that the shaft¿ tip was broken off. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. Per dfu-0054. At revision 0. G. Precautions: 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. The most likely cause can be attributed to improper bone preparation or prying/leveraging the device during insertion.